Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing an im rodding of tibia the male device holder cross threaded.

Manufacturer narrative:
Evaluation summary: evaluation did not reveal any discrepancies in material or manufacturing of the returned devices. The items were documented as faultless prior to distribution. Dimensions in the undamaged areas were in accordance to the specs. Thus, it was concluded that the items had left the premises in intended condition. Evaluation and appearances of the damages suggest that the devices became damaged due to fretting corrosion caused by high surface pressure. It cannot be excluded that high surface pressure generated by high load applied to the nail holding screw had led to the presented damages. Local surface pressure may arise when the items are assembled under misalignment. Misalignment may occur during the attempt of replacing the target device to the nail whilst the nail is in the implanted position. Another possibility of local surface pressure could be that foreign substances reduce the space between nail holding screw and the tube of the nail handle. Further it cannot be excluded that the nail handle that had been in use for approx. 11 years had been pre-damaged prior to the surgery, which had not been detected during pre-operative check. However, a real cause could not be determined.

Event description:
It was reported that while doing an im rodding of tibia the male device holder cross threaded.